Event description:
Patient was ordered to receive catumaxomab via the intraperitoneal route on a clinical research study. Volume was 7 ml to be administered over three hours. Drug was piggybacked into ns (normal saline) line to provide required dilution. Ns was administered via large volume pump at 83 ml/hour. Catumaxomab was being administered with a different pump that failed. Three different dose levels had been preprogrammed into the pump by the study sponsor who also provided the pump. Two nurses verified that programming was correct for the dose being administered. Nurses had difficulty loading syringe into pump and received multiple error messages before it was successfully loaded. Dose infused over one hour rather than three hours. Patient became hypotensive (known side effect) and hypoxic requiring transfer to micu (medical intensive care unit). Unknown whether incorrect timing was due to a pump malfunction or a programming error. This pump model does not have capability of event log to review case history. Internal root cause analysis completed. Pump examined by biomedical engineering and pump was functioning correctly at that time. Patient recovered within a week and was discharged home with no long term effects noted.